Event description:
It was reported that a homechoice device experienced a system error 2240 alarm (air in line/set). This event occurred during dwell cycle four of four of peritoneal dialysis therapy while the patient was connected. During troubleshooting, it was noted that there was a loose connection. The technical service representative assisted the patient in clearing the alarm and advised the patient to finish therapy with manual supplies. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The alarm occurred due to air being introduced at the loose connection; however, the cause of the loose connection was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.